Event description:
The user underwent revision surgery due to extrusion of the implant through the skin. The implant got re-positioned. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to an extrusion of the coil through the skin. After the surgery in situ measurements were indicative of a device malfunction likely due to a damage to the device caused during revision surgery. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent revision surgery due to extrusion of the implant through the skin. The implant got re-positioned. Re-implantation is being considered.